Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic due to a vibrational alert delivered by the device. Upon interrogation, there was decreased pacing lead impedance (pli) noted on the right atrial lead which triggered the alert. Furthermore, there were episodes of oversensing due to noise noted on the lead. Lead provocative testing was performed and the noise was reproducible in real time. No intervention was taken at this time and the patient was stable with no consequences.

Event description:
Additional information received that episodes of automatic mode switch due to noise were noted on the atrial lead. Lead provocation was performed and noise was reproducible in real time. Furthermore, there was an increase in capture threshold and out of range pacing lead impedance. No intervention was taken at this time. The patient was stable with no consequences.